Event description:
The customer reported that the device had a system crash and device failed op check. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.